Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that infusion set plastic cannula had slid off the insertion needle on (B)(6) 2024 during adhesive backing removal. Blood glucose levels were 157 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.